Event description:
It was reported that the patient presented to the hospital due to the hearing the lead integrity alert. It was noted that there was high impedance along with the oversensing of noise on the right ventricular (rv) lead. The lead was partially removed and the remainder capped and a new rv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: we did receive performance date collected from the device and have analyzed the data. Patient alert for lead failure predictor were noted on (B)(6) 2012. Ventricular non-sustained tachycardia of less than or equal to 210 ms noted on (B)(6) 2012. Ventricular fibrillation (vf) of less than or equal to 170 ms averaged ventricular cycle on (B)(6) 2012. There were 1107 ventricular short interval counts (sic) with 39 per day on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned and analyzed. There were no anomalies found. There was cosmetic outer insulation depression along with environmental stress cracking on the tubing overlay. There was blood ingression in the insulation tubing overlay. (B)(4).